Event description:
Customer reported that tissues were underprocessed when using the foam biopsy pads. This resulted in a re-biopsy of a patient. All patient identifier information has been requested, but not received as of (B)(6) 2014. Leica will submit a follow-up report if additional patient identifier information is obtained.